Event description:
Paramedics responded to a person with a pulse rate of 30. The device was connected to the patient with ECG electrodes and 4-lead patient ECG cable and disposable pacing/defibrillation/ECG electrodes and prepped for external pacing. The patient was paced while being transported to the hospital. According to the reporter, after approximately 10 minutes of pacing, the device alarmed connect electrodes and stopped pacing the patient. The reporter stated that connections were checked and the electrodes were replaced but the device continued to alarm connect electrodes. Approximately one minute later, the ambulance arrived at the hospital and pacing continued with a backup device from the hospital ER. Patient outcome is unknown.